Event description:
Violent patient was being restrained on newly purchased ed stretcher. This stretcher noted to be affected by known manufacture defect which results in IV pole breaking off. In this instance, the heavy metal pole could have been used by this violent patient to cause serious bodily harm or death to staff. Potential weapon removed from room without incident or injury. This is a known issue with these stretchers which the manufacturer has yet to fix. This has occurred with many of these stretchers.

Event description:
Violent patient was being restrained on newly purchased ed stretcher. This stretcher noted to be affected by known manufacture defect which results in IV pole breaking off. In this instance the heavy metal pole could have been used by this violent patient to cause serious bodily harm or death to staff. Potential weapon removed from room without incident or injury. This is a known issue with these stretchers which the manufacturer has yet to fix. This has occurred with many of these stretchers.